Event description:
The hospital reported that during endoscopic vein harvesting procedure, saline was leaking from the handle. No additional information was provided by the user facility. They did not report any patient impact or complications.